Manufacturer narrative:
The device was returned and evaluated by product analysis on 03/20/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related abnormal operation; a loss of prime occurred on (B)(6) 2014 at 15:15 and deliveries were resumed at 16:30. The last basal delivery occurred on (B)(6) 2014. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate deliver) issue. The patient had a blood glucose (bg) of 33.3mmol/l. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. Cs determined that the user did not respond to an alarm in a timely manner. The patient's guardian lost confidence in the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.